Event description:
It was reported that a cadd®-legacy 1 pump suddenly started beeping and stated "reservoir volume low". The patient noted there should have been at least 60% of the mix remaining in the cassette. Patient switched cassette to backup pump. No injury was reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Functional testing included accuracy testing. The field observation was unable to be verified and duplicated. It was noted that the upstream occlusion sensor seal was worn, so it was replaced. The pump software was reinstalled and the pump was recalibrated. The pump then passed all functional and delivery tests. Based on the evidence, the complaint was unable to be confirmed.